Event description:
Several attempts have been made to obtain info regarding this incident to no avail. Reportedly, the spring loaded latch broke causing the legrest to fall and possibly fracture the heel of the pt. Reportedly, x-rays were taken. Unknown if further medical treatment was necessary.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.